Manufacturer narrative:
B3: the event occurred on an unknown date in (B)(6) 2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritoneal infection. The cause the event was not reported. The patient was treated with vancomycin (intraperitoneal) for the event. It was reported that the patient has not recovered from a previous infection a month prior to this event. The patient was hospitalized for 23 days for the event. The patient outcome was not reported. Action taken with pd therapy was not reported. The reporter declined to provide additional information.